Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 1 size 7 ps insert triathlon. An evaluation of the device cannot be performed as the device was sent to pathology per or protocol and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Dr. Called and requested an insert exchange on a patient with a left triathlon total knee due to instability. The insert was removed and confirmed the size being a 7 16mm. He trialed a 7, 19mm and felt the knee was stable. The new component was implanted and the surgical site was closed.